Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer had failed to open. The customer reported that the malfunction occurred when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer had failed to open. The customer reported that the malfunction occurred when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer failed to open. A field service engineer (fse) confirmed with the customer that the pocket was recovered using the 'recover storage space' function. The customer confirmed that the pocket was successfully recovered. The system functioned as intended after the customer resolved the issue.